Manufacturer narrative:
Additional device product code used: kwp, mni, mnh. (B)(4). The event occurred during the procedure. Device not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: holding sleeve (part # 03.614.017, lot# unknown, quantity -1), hexagonal screwdriver shaft (part # 03.614.039, lot # unknown, quantity - 1), screwdriver shaft stardrive (part # 03.614.019, lot # unknown, quantity ¿ 1). Therapy date: (B)(6) 2016. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent procedure for a c3/t1 lateral mass fusion. During the surgery, the surgeon was required to remove the reported screw because intraoperative neuromonitoring signs indicated there was neurological discrepancy. Holding sleeve and hexagonal screwdriver shaft were used to remove the reported 4.5mm x 26mm screw. While removing the screw, the driver tip was not fully engaged into the head of the shaft. The surgeon proceeded to engage to tulip with the holding sleeve, which caused the shaft to be ejected from the tulip of the screw. The shaft of the screw was removed from the patient with screwdriver shaft stardrive. It was reported that the screwdriver was not used according to IFU, which is why the screw broke. There was one (1) minute delay in the surgery, no adverse outcomes reported. Concomitant parts reported: holding sleeve (part # 03.614.017, lot# unknown, quantity -1), hexagonal screwdriver shaft (part # 03.614.039, lot # unknown, quantity - 1), screwdriver shaft stardrive (part # 03.614.019, lot # unknown, quantity - 1). This report is for one (1) 4.5mm ti cancellous polyaxial screw 26mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.